Manufacturer narrative:
G3: updated; rep added as source. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000462, serial/lot #: (B)(4); product ID: bi71000462, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the drive handle was replaced. The imaging system then passed the system checkout and was found to be fully functional. The drive handle was returned to the manufacturer for analysis. Perform continuity tests on enable switch, failed testing. Internal enable switch was found to be shorted. Faulty handle assembly. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the system booted up, a representative (rep) was able to clear the emergency stop, but the image acquisition system (ias) would not move. The rep performed a hard restart and cleared the emergency stop. The beeping continued, but they were able to move the ias slowly. It was not engaging and moving as it normally would. This was reported outside of a procedure. There was no patient involved.